Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was 388 mg/dl. The customer had symptoms such as nausea and ketones. The customer was hospitalized for diabetic ketoacidosis. The customer was not able to troubleshoot during time of call. The insulin pump will be returned for analysis.